Event description:
The customer reported via the sales rep that during surgery, the surgeon could not get the screw to tighten through the body of the stem. The sales rep further reported that upon inspection by sales rep, the screw appears to have a faulty thread. The sales rep further reported that the surgery was completed as the surgeon attached another instrument to the stem which also screws to check the issue wasn't the thread on the stem and this instrument screwed on perfectly, so the surgeon then used the screw out of the 23+10 body and the operation proceeded. It is further reported that there were no adverse consequences.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.